Manufacturer narrative:
Failure analysis revealed that the insulin pump functions properly during rewind and basic occlusion, occlusion, prime, the excessive no delivery and displacement test. No motor error alarm noted. The motor was tested outside the device and passed the motor test. The device was received with cracked reservoir tube lip.

Event description:
Customer called reporting multiple no delivery alarms on his insulin pump. Customer's blood glucose level is 129 mg/dl. The alarm occurred during prime. There were no significant events leading up to the alarm. The alarm was cleared. Customer uses the sensor feature. He was advised that a false motor error alarm may be caused by viewing the sensor glucose graph during a bolus delivery. Customer is able to rewind the device. Customer was advised that the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.